Manufacturer narrative:
The device was returned for evaluation. The mlx device is not powering up. The standby switch was found to be intermittent. No repair history for serial number (B)(4). Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; improper use of device, inadequate design and not manufactured to specifications. No manufacturing, workmanship, or material deficiency has been identified. The complaint is confirmed. The underlying root cause for the reported event is unknown. (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, a 00mlxuk mlx 300 xenon lightsource w/UK power cord had both fuses blown during usage. A suspected power supply was faulty. There was no patient contact, injury or surgical delay reported. Additional information has been requested.